Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15283. It was reported that an asymptomatic patient presented with loss of capture on both the pacing and high voltage right ventricular leads. The pacing lead had been programmed off, but then it was decided to explant both leads on (B)(6) 2021. The right ventricular lead was replaced. Patient was stable after the procedure.